Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported by the patient that they are feeling pounding under their left breast and it has been consistent for about an hour to an hour and a half. The patient also noted that they feel like a pulled muscle on the back of their ribs after lifting the garage door. Follow-up was conducted with the clinic and from the information obtained it was reported that the patient was seen and that it was found that the right ventricular (rv) lead had perforated the apex of the right ventricle. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.